Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. Investigation found the battery clip to be cracked and unable to exert enough force to hold the battery in proper position. After repair and completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device keeps turning off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.